Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the rep has seen where impedances are high and fluctuate after removing extension from ins and wiping it down and testing impedances several times. No further complications were reported. No patient symptoms were reported.